Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing a low blood glucose of 50 mg/dl and stated the ilet pump delivered excess insulin afterward. The user acknowledged manually announcing extra carbohydrates, which caused the overdelivery. Blood glucose was stable at the time of the call, with no hospitalization or adverse effects reported.